Event description:
Poor air supply was reported on the device. The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported.device evaluation found the device nozzle found with foreign object.this report is being submitted for foreign object found in the device nozzle (handling, insufficient reprocessing issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue of "poor air supply" device evaluation found nozzle was clogged. Foreign object found in the device nozzle. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Water removal ability does not meet the standard value. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber (bending section) has a crack. Connecting tube has a dent. Scratch noted on grip, control unit, universal cord, s-connectors-cover, right/left, up/down knob, forceps lever knob. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adheres to the endoscope- not aware of the foreign object. However, noted ¿possibility of water in the device¿. Time lag between the end of clinical use and the start of pre-washing- noted done properly. Supply water and air to the air/water nozzle noted "yes. No problems with the accessories used for reprocessing- noted ¿normal¿ device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- facility noted ¿have not checked ¿ investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to update d4 (UDI), to correct d5, and add h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.